Manufacturer narrative:
Event summary: st elevation and air ingress issues were reported and encountered during the procedure. The flexcath advance sheath (4fc12) was not returned for investigation. Additionally, no lot number was available. In conclusion, there was no indication of product malfunction and no product returned.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a cryoablation procedure, there was confirmed st elevation. Fluoroscopy confirmed that there was air close to the aorta and the air was removed using the pig tale catheter. After the air was removed, the electrocardiogram (ECG) confirmed that the st level returned to normal. It was confirmed that there was no air embolus. According to the ECG records, it was considered possible that the st elevation timing was prior to the voltage mapping. It was reported that the cause of this issue was considered to be massive air ingress occurring. There was no issue with the condition of the patient post procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(Product event summary) to include air embolism product event summary: air embolism was also encountered during the procedure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.